Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor alert, sensor glucose not available/updating alert, pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 130(this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), device test failed, failed battery test, moisture damage, pump error 131. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-326a, mmt-397a, mmt-7040a, mmt-1884l. Troubleshooting was partially performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. Customer reported receiving a battery failed alarm. Customer reported that pump was exposed to moisture and fluid was present in pump. Pump did not pass self test. Customer received a change sensor alert. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-326a. No product return is required for mmt-397a. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0878 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump error 37 alarmed during testing. Found no pump error 130, failed battery test alarms, and pump error 131 alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 37 alarm on the event date of 01/10/2025 at 23:19:56.000 and 23:27:37.000. Found pump error 130 alarms on the event date of 01/10/2025 at 23:24:27.000 to 23:56:02.000. Pump delivered 202 bolus deliveries on the event date of 01/10/2025 at 00:04:07.000 to 23:42:25.000. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection: battery cap contact missing, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and corroded battery tube. Pump error 37 was confirmed during testing due to moisture damage on the motor home switch. Pump error 130 and failed battery test were not confirmed during testing. Device test failed was not confirmed during testing. Pump error 131 was not confirmed during testing. Exposed to moisture was confirmed found on the battery tube and motor home switch. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.